Manufacturer narrative:
Concomitant medical products: flexcath advance steerable sheath. Medtronic cryocath was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were referenced in the article. The baseline characteristics of the patients referenced in the article is gender/age is male/58 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: improved visualisation of real-time recordings during third generation cryoballoon ablation: a comparison between the novel short-tip and the second generation device. Journal of interventional cardiac electrophysiology. 2016;46(3):307-314. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reports the following patient complications: one (1) patient who experienced cardiac tamponade with unknown intervention/outcome. The status/location of the mapping catheter is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.